Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plif at levels th8-s2 with implant to treat degenerative lumbar scoliosis. On an unknown date post-op, image revealed that set screw on s2 screw came off. The patient complained pain. The surgeon assumed the head of the screw might have been widened. He also wondered if the head had insufficient strength. The screws did not break. There were 2 set screws which got dislocated at s2 levels. It was reported that all the set screws placed on both sides at s2 got migrated. Revision is reportedly not scheduled.